Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped and replaced. A moderate hematoma was post-operatively observed at the cardiac resynchronization therapy defibrillator (crt-d) implant site along with swelling and bruising. The incision appeared intact but the patient was placed on antibiotics for a week to reduce risk of infection. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.